Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 2 november 2016, tss followed-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer and reported the sample was drawn in red top with serum separator and clotted in about an hour. The sample reportedly was spun and run soon after and wasn't refrigerated or frozen. Tss had the customer bleach clean and recalibrate the analyzer. The customer did not report any quality control issues with any other patients.the aia 360 was working as intended. No further action required. The probable cause of the event was unable to be determined.

Event description:
On (B)(6) 2016, a customer reported a discrepant patient results for prog with their aia-360 analyzer. The customer reported to the technical support specialist (tss they excepted a higher result as the patient was on a prog supplement. The customer was unable to run samples and requested service to address the reported event. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting of the patient result. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.